Event description:
It was reported in a presentation that post a coronary drug eluting stenting treatment procedure, acute myocardial infarction and patient death occurred. A presentation titled "pathology of late -stent-thrombosis in des" reported that the physician implanted a taxus express2 drug eluting stent (size/location unknown). Approximately 9 months later, and patient suffered an acute myocardial infarction and died. The content of the presentation pertained to a comparison of in-stent neointimal formation of bare metal stents and drug eluting stents. The result was that the amount of the in-stent neointimal formation in the taxus stent was less than in a bare metal stent. The presentation did not mention any information about the relationship of the taxus stent to the patient death. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.